Event description:
It was reported that the insulin pump will not prime. Customer woke up and the insulin pump had a reservoir low alert. Customer replaced the reservoir and all of the insulin came out; he was unable to leave the prime screen. Customer notices an opening at the bottom of the insulin pump. You can see the entire inside of the insulin pump. The blood glucose reading is 111 mg/dl. The drive support cap was loose. Advised the customer that the insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to confirm prime anomaly due to the insulin pump received in with a detached end cap. Cracks to the display window, reservoir tube lip, battery tube threads and a scratched lcd window also noted.